Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought in a ambulance to the emergency room. It was also reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high, oversensing of noise and fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.